Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during the implant of this pacemaker, telemetry dropped out after the device was pre-programmed and handed to the physician. A new interrogation was performed and all testing and final programming was successfully completed. Post implant, a remote monitoring communicator was set-up. After set-up a review of the remote monitoring system revealed that the device had recorded a red alert. The device was re-interrogated and it was discovered that the device had triggered three memory codes and the device had entered safety mode. A revision procedure was performed and this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.